Manufacturer narrative:
The reported event was confirmed cause unknown. Visual (photo). One photo was received of the where it is visible that the seam of the plastic on the drain had material that flaked off. The reported event was confirmed. The reported event is addressed within the labeling: a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had a serious concern with the wound drain, stating that a component of the product could be easily torn off, a piece of the product did break off based on the photo sample available potentially posing a patient safety risk. This issue had prompted two hospitals to consider pulling the product from use immediately. A previous response in april from a former representative claiming ¿there was nothing wrong with the product¿ had not been well received by the surgeon or the hospital¿s patient safety and quality department. Per additional information received on 19sep2025 via email, main complaint was the seam of plastic at the proximal portion of the drain had extra material that flaked off. Recreated with rep present on site.

Event description:
It was reported that customer had a serious concern with the wound drain, stating that a component of the product could be easily torn off, a piece of the product did break off based on the photo sample available potentially posing a patient safety risk. This issue had prompted two hospitals to consider pulling the product from use immediately. A previous response in april from a former representative claiming there was nothing wrong with the product had not been well received by the surgeon or the hospital¿s patient safety and quality department. Per additional information received on 19sep2025 via email, main complaint was the seam of plastic at the proximal portion of the drain had extra material that flaked off. Recreated with representative present on site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.